Manufacturer narrative:
B3 aware date was used as event date as the actual event date is not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. If additional details become available a supplemental report will be submitted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. At an unknown time, the patient was in the office for a non-watchman related tests and, on the echocardiogram, there was a thrombus noted on the superior portion of the closure device. The patient was put back on the pre-implant of the closure device medication. No further information was available at the time of this report.